Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no issues were observed on the sensor patch. Data extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. As a result, the sensor had recognized its removal and had terminated as designed showing the sensor was working as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. Sensor was placed into the test fixture to perform smu (source measurement unit) testing. Sensor unable to communicate with evm (evaluation module) after de-casing. An extended investigation was also conducted. Performed a visual inspection on the returned sensor, no issues observed. Attempted to extract data from returned sensor, sensor did not read. Performed on the returned de-cased sensor and observed that the antenna had been damaged due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.